Event description:
The customer reported that the fiber tip was burnt at 48,765 joules during a prostate procedure. The case was completed with a second fiber. The patient outcome was reported as "okay."

Manufacturer narrative:
The customer's initial report that the fiber tip was burnt, is not considered a reportable issue. The device was returned to the manufacturer and analyzed. Upon analysis of the returned fiber, the fiber was found to be burned up to 6 inches proximal to the end of the fiber, and the fiber cap was found to be drilled through. The cap was also found to exhibit detritus, char and devitrification. The fiber cap and fiber condition would prevent proper fiber function, likely resulting in a diffuse beam and reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in forward firing of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue retraction, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. The components fiber and cap refer to the results thermal problem.